Event description:
Customer reports the following: "system 110 error / incorrect_ID" reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
History record for the device was reviewed. No event linked with the reported issue was observed. History log for the device was not reviewed because the pump was in error, so download of the event data was impossible. The reported device was returned to france for investigation. It was reported in this complaint that an agilia vp mc (sn (B)(6)) that had a system 110 error. Upon investigation, the pump was always triggering an error (no display) at switch on. Internal inspection on the pump found that the motor block was not broken, but visible shock on flash ram (u7) of the cpu board. Display and rotation sensor connectors were not plugged. This explains that in case of important shock of pump (on hard surface) the motor block can knock on cpu board (motor assembled on silent blocks). Visible damages on the component flash ram (u7) of the cpu board, explains the permanent errors on the pump. Therefore, the reported event is confirmed and is linked to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.